Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to the pt having blurred vision and "pseudophobia." The lens was replaced with the same model iol of lower power. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain add'l info have been made. A completed questionnaire has not been received. (B)(4).